Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed multiple low speed advisory, low flow hazard, and pump stop events. There was also an increase in power during the events. The patient was not experiencing any heart failure symptoms, had normal lactate dehydrogenase (ldh) levels, and had clear yellow urine. No driveline trauma was noted. The patient reported the issues only occurred when connected to the power module. A chest x-ray was performed and the patient was to return for an abdominal x-ray. An ungrounded cable was given to the patient and while using it they had no alarms. The patient was doing well. The patient would be monitored for alarms and abnormal ldh levels.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events that appear to be indicative of an issue with the driveline. A specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, and a direct correlation with the heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established. Review of the submitted log file confirmed low speed and pump stop events on 28mar2024, 29mar2024, and 30mar2024 while the device was connected to the power module. Alarm flags were captured during the low speed and pump stop events, including low speed advisory/hazard, low flow hazard, high motor current, and motor stop. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that there was a clot on the rotor. The patient was given an orange (ungrounded) patient cable for short to shield.